Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the syringe was stuck in a mini drawer. A field service engineer released the medication and verified the condition of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer was not recoverable and required maintenance. Customer stated that there was a delay in the dispensing of medication there were no adverse events or injuries reported based on this event.